Event description:
During an ortho trauma case, the surgeon was drilling into the femur when the drill bit tip broke off in the bone. Surgeon decision not to remove the drill bit piece as it may damage the surrounding bone. Drill bit tip left in the femur. Drill bit information can be found on uploaded pictures.